Event description:
The device was returned to baxter for service. During product evaluation, the baxter technician reported a colleague infusion pump with an intermittent channel select key on the channel c pumphead module keypad. There was no patient injury or medical intervention necessary. No additional information is available. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
Evaluation summary: during product evaluation, a baxter service technician reported finding an intermittent channel select key on the channel c pumphead module keypad. No assignable cause was provided during product evaluation. However, the channel c pumphead module keypad was replaced to correct this condition. This issue is being investigated.